Manufacturer narrative:
One level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The unit had a badly cracked tank cover. There was also wear and tear damage on the enclosure, front cover, and block assembly. The line cord was also faded, and the pcb and power switch were broken. The customer reported product problem (damaged front panel/switch) were confirmed upon visual inspection. These components were damaged by the customer. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the front panel was damaged, and a switch was mashed inside the level 1 hotline low flow system (hl-390). No patient injury or complications were reported in relation to this event.